Event description:
It was reported that pump declared a past cartridge change error when customer attempted to use cartridge. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge to resolve issue, successfully loaded new cartridge onto pump, and resumed insulin delivery, and no additional actions were reported.